Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate device electrocardiogram (egm) data following a shock delivery. Ts stated there was evidence of low amplitude arrhythmia that resulted in anti-tachycardia (atp) delivery and acceleration from the ventricular tachycardia (vt) to ventricular fibrillation (vf). It was stated that the patient's arrhythmia was self-terminated and the physician is continuing with normal follow-ups. At this time, the device remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate device electrocardiogram (egm) data following a shock delivery. Ts stated there was evidence of low amplitude arrhythmia that resulted in anti-tachycardia (atp) delivery and acceleration from the ventricular tachycardia (vt) to ventricular fibrillation (vf). Information has been requested been regarding the event resolution and current patient status. At this time, the device remains implanted and no additional adverse patient effects were reported.